Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels cfu: <1cfu/endoscope bacterial identification: pseudomonas spp sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: 1cfu/endoscope bacterial identification: champignons filamenteux sampling date: (B)(6) 2024 sampling from: suction channel cfu: <1cfu/endoscope bacterial identification: n/a sampling date: (B)(6) 2024 sampling from: a/w-channel cfu: 1cfu/endoscope bacterial identification: bacillaceae sampling date: (B)(6) 2024 sampling from: auxiliary water channel cfu: 2cfu/endoscope bacterial identification: staphylocoques a coagulase negative olympus ordered the third-party lab again to perform a culture test for the received device after repair. Sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: <1cfu/endoscope bacterial identification: n/a sampling date: (B)(6) 2024 sampling from: suction channel cfu: <1cfu/endoscope bacterial identification: n/a sampling date: (B)(6) 20244 sampling from: a/w-channel cfu: 1cfu/endoscope bacterial identification: micrococcaceae sampling date: (B)(6) 2024 sampling from: auxiliary water channel cfu: <1cfu/endoscope bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the reported event. However the air/water cylinder, suction cylinder, suction tube, and distal end were scratched and damaged possibly contributing to the repeating contamination. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 46 colony forming units (cfus) of pseudomonas aeruginosa and klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.